Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining a failing system check and qc performance generated on the access 2 immunoassay system. The customer also performed subsequent testing patient samples on the same instrument. The customer confirmed to bec hotline that no erroneous patient results had been generated in connection to this event. The bec hotline assisted the customer with troubleshooting the issue. During troubleshooting, the customer reported that there were loose substrate line fittings that required tightening. After tightening the fittings, the customer reported they were able to obtain passing system check results. Bec hotline also advised the customer to adjust their qc ranges after reviewing the supplied customer documentation to correct the qc performance. After the customer adjusted their qc ranges they were able to obtain passing qc results.

Manufacturer narrative:
The bec hotline assisted the customer with resolving the issue through troubleshooting. In conclusion, the cause of this event was due to the loose substrate line fittings that required tightening by the customer; however, the cause of the fittings not being securely tightened could not be determined from the supplied information. (B)(4).